Event description:
The consumer stated her tampon did not contain a string which caused her to forget about it and leave in for seven days. She indicated that she inserted a tampon on (B)(6) 2013. On (B)(6) 2013, she experienced fatigue, nausea and cramping. She stated that she took phenergan for what she thought was acid reflux and felt a little better. On (B)(6) 2013, she stated that she had a bowel movement and a piece of the tampon was expelled. She tried to remove the remaining pieces. She visited the e.r on (B)(6) 2013 and was diagnosed with bacterial vaginosis due to a foreign object. The consumer stated the e.r physician did a vaginal exam and saw tampon particles. He performed a vaginal wash to remove the remaining pieces. He also performed a urinalysis, blood test and pap smear. She was prescribed doxycycline for her infection and told to take ibuprofen for cramping. The consumer stated that she experienced vomiting as a side effect to the oral antibiotics. She visited her regular physician and was prescribed amoxicillin. She also stated that she experienced a yeast infection as a result of taking antibiotics. She is taking monistat and plans to take diflucan after she finishes her antibiotics.